Event description:
It was reported that the patient presented for a routine check in clinic post implant. It was noted that low sensing and no capture at maximum output was observed on the right ventricular (rv) lead. Programming changes were made. The patient was sent for imaging. A cardiac perforation was confirmed. The rv lead was noted to have dislodged outside the heart. A procedure was performed on (B)(6) 2025, to completely dislodge the rv lead, pulling it down to the inferior vena cava (ivc) and the rv lead was programmed off. A small amount of pericardial effusion was observed during the procedure and remained unchanged. No other interventions were performed. The physician was to discuss future plans with the patient in clinic. The patient was stable.